Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 504-505 mg/dl; cause was not known. Customer delivered a correction bolus via pump to address bg level, and continued to use the pump for insulin therapy. A pump system check was performed and confirmed pump functioned as intended at the time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.